Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. All operating currents are within specification. No unexpected low battery or off no power alarm noted. Motor passed motor test. The insulin pump had a missing end cap sticker.